Event description:
It is reported that the device was implanted in 2004, and revised in 2008 for an unknown reason.

Manufacturer narrative:
Evaluation summary: no devices were returned for evaluation. Also, no x-rays were returned for review. Pt activity level, height, and weight are unk. The pt's final diagnosis included degenerative joint disease with extensive superadded avascular necrosis. Based on the available information a definitive cause cannot be determined. Method/results: no product was returned. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.